Manufacturer narrative:
(B)(4). Torn bag. The analysis results of the pouch found that only the bag with the suture cut were received for analysis. During evaluation the bag was noted torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gyn procedure, there was a hole in the bag. While retrieving the ovary, it fell out into the patient. It was retrieved. The procedure was completed without impact to the patient.